Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient having trouble recharging implanted neurostimulator for about 6 months. Patient states it depletes so fast. Patient has not been able to get anyone to come out and help with the recharging because the battery depletes so fast.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturer representative (rep) said they spoke to someone who was working with patient for clinical study purposes for a dbs implanted for depression. Rep said some battery (either the ipg or recharger) was depleting quicker than expected. The patient (pt) would charge something and by next day battery would be depleted to 0. Rep called with patient for troubleshooting. Per patient they would recharge to about 80% battery daily and by the next day the implant battery was at 40 or 20%, and patient would get error 626, meaning low battery to recharge the battery soon message. Patient recharged to 100% yesterday, but now was at 40% when they checked. Patient said they have not changed groups or increased stimulation. The last time stimulation increased was in june or july. No symptoms were reported.

Event description:
Additional information was received reporting that the cause of the rapid battery depletion was not determined and that the patient was confused and had confused the battery life with the battery life of the recharger itself. This difference was explained to the patient. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.